Manufacturer narrative:
On 27-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav which was not irrigating and used on patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-mar-2026, additional information was received indicating there was no water flowing out of the pre filled water conduit. There was no error from the pump and the correct catheter settings were set on the generator. The device was used on the patient. There were no issues with flow rate change at the start of irrigation. Adjusting the infusion leather strip is ineffective, they replaced the catheter to solve the problem. The correct catheter settings were selected on the generator and the device was used on the patient. Based on the additional information received indicating the device with an irrigation issue was used on the patient, the event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)